Manufacturer narrative:
Testing of the returned battery pack was performed and confirmed the reported issue. The investigation determined that depleted cells within the battery pack caused the battery depletion.

Manufacturer narrative:
Analysis of the AED's log files did not identify a cause for the depleted battery pack. The review identified that the AED is functioning as designed and can stay in service. Although requested, the battery pack has not been returned and the cause of the complaint is not known.

Event description:
An international distributor reported their customer's AED battery was depleted. They reported that this did not occur during patient use.